Event description:
This patient had a double lumen PICC [peripherally inserted central catheter] line. One lumen was running norepinephrine at 0.02. The other lumen was not running anything. When I flushed the open lumen with a normal saline flush, the patient's blood pressure rose like I had pushed a bolus of norepi. I first thought if the previous shift had swapped the norepi to the other lumen and forgot to flush the open lumen maybe there was some norepi sitting in the lumen. I asked my charge nurse if she had ever had an experience where flushing the open lumen on a PICC would bolus the medication running through the other lumen. She said no and that it should not do that. I contacted the vascular access team to come and assess the PICC. They did not find anything wrong with the PICC but suggested when the patient expired to keep the PICC so they could examine it for defects and in the meantime to treat the PICC like a single lumen and/or make sure meds are compatible if running more than one. The patient later that day transitioned to comfort care (unrelated to PICC problem) and died shortly after. The PICC was removed from the patient and held for the PICC team to come and get the line. They found that there was a hole in the PICC line that should not have been there and was most likely the cause of the issue.